Manufacturer narrative:
Could not confirm the customer¿s complaint that the device is an out-of-box failure (oobf). The customer previously sent the device in for analysis only (ao). It was confirmed that the device had a battery and power supply issue. Due to the device action being ao, repairs could not be conducted on the previous service request. When the customer was contacted to provide a billable p.o. Number the customer declined. Repairs were not conducted, and the device was sent back unrepaired and tagged with a caution do not use label. Even though the device is returned with the same reported issue, this is not considered an oobf, because the device could not be repaired under analysis only. Confirmed customer¿s complaint that the device experienced an uncontrolled shutdown. A review of the event alarm logs shows the device experienced an uncontrolled shutdown on (B)(6) 2024. Replaced the main power supply.

Event description:
It was reported that a plum 360 shut off in the middle of use while plugged in. It was reported that the device was already sent over for the investigation, but was sent back unrepaired as indicated by "uncontrolled shutdown" in the logs. There was delay in therapy as the machine shut off during use. There was no patient harm reported.